Manufacturer narrative:
(B)(4). This is a report of a patient who had a closed clamp on their patient line during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide advises the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It also warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient had left the patient line clamp closed during the priming phase of peritoneal dialysis therapy. The patient was connected to the patient line for their initial drain when the error was recognized. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.